Event description:
It was reported that during the procedure the laser displayed that it needed service. The surgeon was not able to put it into ready mode. The case was completed with an alternative method. Pt outcome: "no adverse outcome".